Manufacturer narrative:
The harmonic ace curved shears insert has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument accessory is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from the harmonic ace curved shears insert allegedly broke off, fell inside the patient, and was not retrieved. At this time, the root cause of the customer reported failure mode is unknown. In addition, the location of the missing fragment is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from the harmonic ace curved shears insert allegedly broke off while installed on a harmonic ace curved shears instrument. The fragment allegedly fell inside the patient and was not retrieved. On 02/23/2018, intuitive surgical, inc. (Isi) received the following additional information from the customer regarding this complaint: during the da vinci-assisted procedure the customer stated that they experienced an error with a harmonic ace curved shears instrument insert. According to the customer, the message instructed the user to "release pressure on the blade." Thus, the customer replaced the harmonic ace curved shears insert with another insert. It was alleged that the tip of the second harmonic ace curved shears insert broke and a fragment fell inside the patient. The customer used an image intensifier to locate the fragment; however, the fragment could not be located and was not retrieved. The surgeon used a third harmonic ace curved shears insert to complete the surgical procedure. During the surgical procedure, the surgeon made the decision to convert to traditional open techniques; however, as of the date of this report, it is unknown as to why the procedure was converted to open surgery.

Manufacturer narrative:
Upon further investigation of the reported event and products returned by the customer, intuitive surgical, inc. (Isi) has determined that the device evaluation information provided on follow-up #1 MDR involved a different harmonic ace curved shears insert that was used during the same surgical procedure. The harmonic ace curved shears insert associated with this complaint was returned to isi and evaluated. The insert was found to have the curved blade broken. The blade broke at roughly 0.25¿ from the base. The broken piece, measuring approximately 0.50¿ x 0.10¿, was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. No other damage was found. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from the harmonic ace curved shears instrument allegedly broke off and fell inside the patient. It is still unknown if the instrument fragment was retrieved or retained inside the patient. Therefore, the location of the instrument fragment is still unknown at this time. However, there is no evidence that a malfunction of the instrument accessory occurred. The damage found on the instrument accessory can be attributed to mishandling/misuse.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears insert involved with this complaint and completed investigations. Failure analysis investigations could not confirm the customer reported complaint that the device had a "tunneler mismatch problem." The instrument accessory was found to have no physical damage. The instrument accessory had no damage on the blade. The instrument was inserted properly without any issues. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from the harmonic ace curved shears insert allegedly broke off, fell inside the patient, and was not retrieved. However, an evaluation of the instrument accessory revealed no damage.